Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that yellow deposits were observed in the cartridge after the preloaded intraocular lens (iol) implant was injected into a patient¿s eye. Through additional information we learned that biological analyses of the cartridge came back negative. The iol remains implanted. The patient has fully recovered. The patient was seen again and no signs of infection or tyndall effect were observed. No further information was provided.